Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection of vancomycin (500mg, frequency, duration and route not reported) and amikacin (250mg, intraperitoneally, frequency and duration not reported) for peritonitis. Patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.